Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: device thrombosis; acute pump thrombosis.intervention : device explant;type: lvad.